Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. There was a bruised noted. The patient was prescribed pain cream.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. There was a bruised noted. The patient was prescribed pain cream.